Event description:
The customer reported to olympus that during preparation for use in unspecified procedure, when connecting their 4k camera head to the otv-s400 it displayed a communication error (e224). The sales representative (sales rep) onsite assisted the customer in troubleshooting and tried secondary camera with the same results. A third camera was selected, and the procedure was completed with no further sequelae. There were no reported deaths, harm, or injuries related to this event. Case with patient identifier (B)(6) reports the ch-s400-xz-eb used in the procedure.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported e244 was observed and confirmed the reported event. However, an image was visible on the screen. It was also noted peeled packing cab and rear cover label is faded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.